Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Subsequently, it was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was in 170-202 mg/dl range. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm altitude issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged minimum fill notification issue could not be verified.